Event description:
It was reported that two "out of regulation" (oor) messages occurred. The first occurred when it was attempted to start a program session. The second occurred when it was attempted to synchronize. The device could be interrogated so the ins battery was fine. The pt was reported as fine.

Manufacturer narrative:
(B)(4).